Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected battery out limit alarm noted during testing. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test however, the insulin pump was received with intermittent button response due to moisture damage keypad traces. No moisture damage found inside the pump noted during testing. The insulin pump was also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and scratched reservoir tube window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the buttons were unresponsive. The customer reported that the insulin pump was exposed to water. The customer reported that they received a battery out limit alarm. The customer reported that they were unable to clear the battery out limit alarm due to keypad anomaly. The customer's blood glucose was 528 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they were not feeling well. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.